Event description:
Vague report of the pump overinfusing in channel two and the display counting backwards when the volume reached zero. No add'l specific info was received. No pt injury was reported.